Event description:
It was reported that the customer called 911 for emergency medical intervention due to low blood glucose. The blood glucose at the time of 911 response was 10 mg/dl. The customer stated that she may have given herself extra insulin during the infusion set change. Her perceived cause of the low blood glucose was customer error. She called two months later and reported that for the past month she was in rehabilitation doing leg exercises when she began feeling shaky and sweaty. Her blood glucose went from 74 mg/dl to 117 mg/dl when she began feeling better. Customer stated she thought something was wrong with the device. Upon troubleshoot, it was found that the sensor glucose reading was 85 mg/dl compared to the blood glucose reading of 74 mg/dl. The reservoir showed the same amount of insulin as was shown on the status screen. Advised customer to speak with doctor regarding low blood glucose, monitor device and call for further assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.